Manufacturer narrative:
Since the device was not returned, there was no inspection that could be done. No part number and lot number were given by the surgeon or distributor. It was reported that this was the second screw that broke for this patient but based on the image that was sent of the construct there is only one broken screw visible. It was also reported that the initial surgery was (B)(6) 2017. More information was requested but no more information was able to be gathered.

Event description:
During a follow up visit, it was discovered that one screw on the patient's posterior spinal fusion construct broke. According to the surgeon, this is the second screw that broke in the patient. It is unknown if the patient has been revised or if revision is planned.

Manufacturer narrative:
It was initially reported that there was one screw identified on the film. This is incorrect. There were two screws identified on the film as broken.

Event description:
Correction to report 1833824-2018-00006.